Event description:
The customer contacted ascensia customer service to seek assistance with her contour® next one meter. During troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. The customer stated that she was feeling dizzy. Additionally, the customer stated that she had recently replacement the meter's batteries. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next one meter, serial # (B)(6), and no manufacturing anomalies were found.